Manufacturer narrative:
The transition shaft was kinked and stretched. The corewire was kinked. The distal tip was damaged. There was crystallized residue visible in the inflation lumen and balloon. The device was placed in a waterbath to disperse the blood. On removal of the device from the waterbath negative prep confirmed the presence of a leak. The device was pressurized and a leak was detected along the stretched section of the transition shaft. The distal shaft was cut away distal to the guidewire entry port. The balloon was successfully inflated to nominal pressure and maintained pressure. (B)(4)

Event description:
Two nc sprinter balloon dilation catheters were being used to treat the rca. The lesion was severely calcified with 95% stenosis. The devices was removed from packaging per IFU with no issues noted. It is reported that during the first balloon inflation there was a burst/leak at 18 atms. It is also reported that there were issues noted during removal of the device post inflation. The removal difficulties were due to calcification in the vessel. The balloons were cracked and extended on removal. The procedure was completed successfully with no patient injury reported.